Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they have a lot of sensitivity on a tooth on the bottom and the tooth appears to be turning gray. The tooth besides this tooth is not moving and they are concerned that the root for this tooth - #26 - is being killed. Patient advised to see their dentist for evaluation of this tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.